Event description:
Related manufacturer reference number: 2017865-2023-21116. It was reported a patient's pacemaker presented with migration due to twiddlers syndrome. As a result, the right ventricular (rv) lead had a high capture threshold. This was addressed in a procedure on (B)(6) 2023 in which the pacemaker was sutured down and the rv lead was explanted. Post-procedure the patient was stable.